Manufacturer narrative:
H3) the software investigation found that this issue was tracked through issue tracking record "ttp 22771 sagittal image labelled incorrectly [when sent to dicom]" and references to this event had been added to that record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 ,version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the 3d images are sent to pacs using the 'send coronal sagittal' option and viewed on the viewer, the sagittal image orientation was displayed in reverse in the ap direction. When axial images are scrolled from a to p direction, the slice line in the sagittal image moves from p to a direction. As a test, site burned test data from another facility onto a cd using the 'send coronal sagittal' option and checked it with a dicom viewer. The same phenomenon of the sagittal image's ap direction being reversed was observed. Since this phenomenon was confirmed at another facility as well, it is believed to be a software bug. This issue occurred post operatively and caused no surgical delay. There was no reported impact to the patient outcome.